Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly at 50 percent battery life and became unresponsive. However, tandem technical support reviewed pump logs and found that the pump had actually been inadvertently put into shelf mode instead. The customer's blood glucose level was impacted.